Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a powerpicc catheter extension was provided for evaluation. A valved luer cap is attached to the catheter hub and is being infused with a syringe. The clear fluid is observed to leak at the interface between the luer cap and catheter hub. No apparent evidence of damage could be seen in the video. The characteristics of the components could not be inspected due to the lack of a returned physical sample. Based on the description of the reported event, possible contributing factors include damaged luer connection and connector interference. Since a leak at the connector interface was observed in the video provided, the complaint is confirmed; however, the exact cause could not be determined from the information provided. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that liquid leaked greatly at the connection between the luer hub and connector. Leakage continued despite repeated replacements of the connector. The catheter was eventually removed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed twenty one other similar product complaint(s) from this lot number.

Event description:
It was reported that liquid leaked greatly at the connection between the luer hub and connector. Leakage continued despite repeated replacements of the connector. The catheter was eventually removed.